Event description:
On 01/13/2010, the lay user/patient contacted lifescan (lfs) to report multiple issues with the one touch ultra meter: it was giving an unspecified error message, the meter had reverted to the setup mode, and she was unable to program the meter with the calibration code number. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however, was unable to reach her by telephone. On 01/28/2010, the smss sent a letter requesting the patient contact medical surveillance. On an unspecified date in (B) (6) 2009, the patient obtained an unknown error message; she was unable to specify which error occurred. At that same time, the patient also claimed she was unable to program the meter with the correct calibration code number, and the meter had reverted to the setup mode after battery replacement. This meter will display the setup mode after battery replacement to allow the setting to be updated if necessary. During the time period, the patient was unable to test her blood glucose levels, she took her usual regimen of insulin. A few days afterwards, the patient experienced the symptoms of impaired vision, frequent urination, and 'a bad insulin reaction'. The patient received no treatment or medical attention. It would have been helpful to determine the patient insulin regimen, if she had a backup meter available, and what actions if any she took due to meter issues. Troubleshooting revealed the patient's test strips were expired, which can cause error messages. The issues were resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient used expired test strips. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter issues. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.